Manufacturer narrative:
Of the 8 devices, 4 lot numbers were provided, and the lot history reviews were performed. Of the eight malfunctions, none of the devices were returned. Medical records were provided and reviewed for 5 of the malfunctions. Filter tilt and difficult to remove were confirmed for 4 devices. For another malfunction, filter tilt was confirmed but retrieval difficulties were inconclusive. The remaining three malfunctions that did not provided a sample or medical records are inconclusive. A root cause could not be determined. The devices are labeled for single use. Lot number: gfsh2178.

Event description:
This report summarizes eight malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove and malposition of device/tilt. These reports were received from various sources. All eight malfunctions involved patients with no consequences; five malfunctions provided patient information. The patient ages range from 19 to 55 years. Three patients are male, two are female. One patient weighs (B)(6) lbs. All other patient information is unknown.

Manufacturer narrative:
H10: of the 8 devices, 4 lot numbers were provided, and the lot history reviews were performed. Of the eight malfunctions, none of the devices were returned. Medical records were provided and reviewed for 7 of the malfunctions. Filter tilt and difficult to remove were confirmed for 4 malfunctions. The investigation for another malfunction is confirmed for deployment issue and retrieval difficulties but it is inconclusive for filter malposition and perforation of the inferior vena cava. One malfunction that provided medical records is confirmed for filter tilt and inconclusive for retrieval difficulties. One malfunction with medical records is inconclusive for retrieval difficulties and tilt. The remaining malfunction that did not provided a sample or medical records is inconclusive. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (lot number - gfsh2178, unknown), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove and malposition of device. These reports were received from various sources. All eight malfunctions involved patients with no consequences. Six patient's ages ranged from 19 - 55 years. Four patients are male and three are female. One patient weighs 200 lbs. All other patient information is unknown.

Manufacturer narrative:
H10: of the 8 devices, 4 lot numbers were provided, and the lot history reviews were performed. Of the eight malfunctions, none of the devices were returned. Medical records were provided and reviewed for 7 of the malfunctions. Filter tilt and difficult to remove were confirmed for 4 malfunctions. The investigation for another malfunction is confirmed for deployment issue and retrieval difficulties but it is inconclusive for filter malposition and perforation of the inferior vena cava. For two malfunction, the investigations are inconclusive for retrieval difficulties and tilt. For the remaining one malfunction, material deformation was added additionally and the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfsh2178, unknown), g4. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove and malposition of device. These reports were received from various sources. All eight malfunctions involved patients with no consequences. Six patient's ages ranged from 19 - 55 years. Four patients are male and three are female. One patient weighs 200 lbs. All other patient information is unknown.